Manufacturer narrative:
Concomitant medical products: catheter model: 8709sc, (B)(4), implanted: 2011 (B)(6), explanted: unk; catheter model: 8598a, (B)(4), implanted: 2011 (B)(6), explanted: unk; catheter model: 8709sc lot# n178296023, implanted: 2008 (B)(6), explanted: unk.

Event description:
The patient experienced a return of their underlying symptoms. The patient was treated with oral baclofen until catheter revision surgery could be performed. During the catheter revision procedure on (B)(6) 2011, a portion of the catheter was fractured and remained in the intrathecal space. The hcp was unable to retain the portion. The distal catheter was replaced with part of an 8709 catheter. It was later reported that it was assumed that the broken catheter was the cause of the patient's return of symptoms. The reporter thought an x-ray was taken which identified the catheter fracture. As of (B)(6) 2011, the patient was recovering from surgery but exact outcome was unknown per the reporter. It was later reported the patient had a pump replacement (date not reported) and it was believed at the time of the replacement that the patient was receiving "minimal if any therapy". As time passed, the patient became "flaccid" while the pump delivered 300 mcg/day; the dose was believed to be too high and was decreased. After the decrease, the patient still experienced flaccidity. At the time of the report, the pump was programmed to deliver 140 mcg/day. The hcp wanted to decrease the pump dose lower than the drug concentration would allow; programming the pump to minimum rate mode was being considered. The issue was resolved by turning the pump down from 300 mcg/day to 150 mcg/day; and that the patient "was then dialed up again". It was further noted that "this was probably the result of the catheter revision" and starting the patient "at the old infusion rate prior to the revision". The patient had been at a therapeutic dose of 300 mcg/day before with good results. It was later reported that the patient's pump was decreased to minimum rate; the date this was done was not reported. It was unclear if the patient was hospitalized on an inpatient rehab unit. Per the reporter, the patient's mother believed the patient was "getting his spasticity and motor control in his legs back". The patient was "up and moving around".